Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during the therapeutic transurethral cystic mass plasma electrosurgery under general anesthesia, the medical staff found the electrosurgical loop was broken, and the length of the missing part was about 1mm. The surgeon immediately used a cystoscope to examine the bladder and urethra and repeated bladder irrigation with large amounts of saline. The nursing staff searched in the bucket of water under the table and did not find the broken end of the loop. The radiologist was then notified for intraoperative radiographs and the results showed that the bladder and urethra did not have any broken remnants of the loop. The procedure was completed with a new electrocautery loop and the patient was sent to the anesthesia resuscitation room. Upon close examination of the broken end, both ends were found to have formed a spherical bulge, which is suspected to be a fusion of the loop. The issue occurred about five minutes after the surgery, the electrocautery loop melted inside the patient's body. The patient has recovered and has been discharged.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) further investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the reported issue and damage are likely due to usage-related wear and tear of the device. The loop wire at the distal end of the hf-resection electrode wears out during use and may break, burn or melt. However, the subject device was not returned to olympus for evaluation; therefore, the issue was not confirmed. Depending on the status of the instructions for use (IFU), two additional cautions have been communicated to the customer through leaflets as follows: caution 1: "caution - risk of injury to the patient contact between the hf-resection electrode and metal parts, such as other endoscopic equipment, implants or stents can result in sparkover between the hf-resection electrode and the metal part. Always keep a distance of at least 10 mm between the hf-resection electrode and metal parts." Caution 2: "caution - risk of injury to the patient use extreme caution when using electrosurgery in close proximity to or in direct contact with any metal objects. Do not activate the hf-resection electrode while any portion of the hf-resection electrode tip is in contact with another metal object. This can cause uncontrolled heating of the hf-resection electrode and may result in damage and breakage to the hf-resection electrode tip. If excessive heating or physical forces cause damage to the hf-resection electrode tip, broken device fragments may remain in the body, possibly requiring additional surgery for removal." Olympus will continue to monitor field performance for this device.